Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant procedure, a capture anomaly, high pacing lead impedance, and noise were observed via the pacing system analyzer. Different pacing analyzer cables were used, but the lead was still showing noise. It was noted that the lead was never connected to the patient's device. The lead was removed, and a different one was implanted instead.

Event description:
New information received indicated that patient was fine post-procedure and was discharged home the next morning.